Manufacturer narrative:
Product analysis conclusion; the device returned with the external slider and tip capture release handle in the home position. A kink was visible on the graft cover 47mm from graft cover tip. There was significant scratching observed on the graft cover tip. The reported positioning difficulties and deformation were confirmed through device analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted during the endovascular treatment of a 42mm thoracic aortic aneurysm . It was reported during the index procedure, a restrictive stent-graft system was placed into the descending part ofthe aortic arch from the left side of the patient. The main body of the stent-graft was then placed into the patient from the left side to advance towards the left external iliac. The artery continued to go up to the thoracic aortic arch so that the distal end of the thoracic aortic stent-graft system was connected to the previous stent-graft system, however, due to the distorted anatomical shape of the patient's left iliac artery, the outer sheath of the delivery system was bent in the body with the result that the sheath did not have enough support. The stent graft failed to reach the lesion site. After many attempts it ended in failure and the physician withdrew the delivery system and completed the operation. Per the physician the cause was anatomy related and noted the anatomy of the patient's bilateral iliac arteries was distorted. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Product analysis conclusions :one (1) image of the device front end was received. A kink was visible to the graft cover and graft between the 1st and 2nd proximal stent rings. The reported positioning difficulties were confirmed through analysis. The reported difficult to advance could not be confirmed from the still image provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Procedural angiograms showing attempts to position the device in the patient were not available for review. It is likely that this event was anatomic related, as reported by the physician, but this could not be fully confirmed on the single still image provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported the first stent graft system was a medtronic product and it was confirmed that there is no allegation against this this device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.